Manufacturer narrative:
The li-ion battery was returned for evaluation to zoll. Visual inspection was performed and no physical damage was observed to the battery. Archive review shows no error fault event recorded on the reported event date of (B)(6) 2016. Although there were multiple successful charge event from (B)(6) 2016 up to the end of the archive ((B)(6) 2016). Further archive review revealed that a fault error 15 (over-current detected) recorded on (B)(6) 2016 for unknown reason. Another fault error 01 (low battery, glitch) recorded on (B)(6) 2016 after which the battery was inserted into the auto pulse for 1.01 days and was taken out. In addition, multiple fault error 01 (low battery, glitch) were recorded after (B)(6) 2014 with amnesia date (which means that battery has lost its history track record of date) when possibly battery started to depreciate its battery life after it was inserted and kept into the auto pulse for 6.69 days. It should be noted that user guide for autopulse power system recommends that battery not be stored in autopulse when autopulse is not in active service (shift deployment) or is in extended storage. Storage in autopulse longer than a week may result in irreversible damage to a battery. Battery archive also reveals, battery was last charged successfully on (B)(6) 2016 and was last inserted into the auto pulse on (B)(6) 2016. The functional testing was performed. Battery was inserted into a good known multi chemistry (mc) charger and battery was charged successfully without errors. Battery post/cycle charge was 1135 mah and output power was 1714.6 watts equivalent to three amber led. The battery was tested into a good known autopulse and it ran only for 20 minutes. The customer complaint of battery low run time was confirmed during archive review and functional testing. Multi chemistry charger indicates the battery was charged successfully with green light from the charger but with three amber light on the battery status. Battery was also tested and ran into auto pulse for only about 20 minutes. It seems the battery pack has depreciated its battery life for unknown reasons. The root cause of the problem also could not be determined.

Event description:
It was reported that the autopulse battery will not charge up fully. It charges up to 3 lights instead of 4. It stops working after 20 minutes of use. Customer tried both bays of battery charger with no results. The charger indicates the battery capacity is full. This issue was noticed during use on patient, another battery was used to continue the treatment. No patient consequences were reported.